Event description:
It was reported that the patient was experiencing pain and tenderness at the pocket site due to ipg migration. The patient underwent trigger point injection with cortisone. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned deeper down with a suture. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and tenderness at the pocket site due to ipg migration. The patient underwent a trigger point injection with cortisone. The patient will undergo a revision procedure.